Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue (loose spike) during prime was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be user error from the information provided in the complaint, home patient stated spike was not pushed all the way in. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm during prime on the homechoice (hc). During troubleshooting, the home patient (hp) reported one of the spikes was not all the way in. The hp was able to clear the alarm after pushing the spike in and continue with the therapy. Product surveillance followed up (B)(6) 2010 with the hp who reported she did not have any trouble after pushing in the spike and confirmed was able to complete the therapy and has not had any problems since. The hp reported there were no defects noted with any of the supplies being used. The hp stated that she had just not pushed the spike in all the way. The hp discarded the supplies after ending therapy. There was no patient injury or medical intervention associated with this event.